Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: h4. The device was not returned to olympus for inspection; therefore, the reportable malfunction of no image was not confirmed. Based on the results of the investigation, a presumed cause and a root cause could not be determined because the device was not returned and the customer did not respond to the request good faith efforts (gfe). A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source had a lack of image. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.